Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration tubing (tubing). During the procedure, the physician was unable to adjust the switch on the tubing to aspirate within the patient and, therefore, the tubing was removed. The procedure was completed using new tubing. There was no report of an adverse effect to the patient.